Manufacturer narrative:
Batch review performed on 18 september 2024. Gmk-sphere 02.12.0005l femoral component sphere cemented size 5 l lot 1909461: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-02-11. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 18 september 2024: gmk-sphere 02.12.0411fl tibial insert fixed sphere flex size 4/11 mm l (k140826) lot 1908217: (B)(4) items manufactured and released on 10-oct-2019. Expiration date: 2024-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 2010244: (B)(4) items manufactured and released on 17-feb-2021. Expiration date: 2026-02-08. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery at about 3 years and 1 month post primary due to dissatisfaction postoperative, chronic knee pain, no detected infection. According to surgeon due to instability of the knee. Removal of components and change to gmk hinge.